Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients pocket became infected post implant and after being treated with antibiotics surgeon decided to explant system. Patient treated with antibiotics to try and resolve the issue. Issue is resolved.